Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. Device sample is needed for evaluation to confirm the complaint issue reported. Complaint cannot be confirmed based on the information provided. Root cause is unknown. If the device sample becomes available, this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Customer complaint alleges "bubbling from sterilized water could not be confirmed during use. (At low flow rate) therefore, a new unit was used." There was no patient injury reported. The patient condition was reported as "fine".